Manufacturer narrative:
Based on the claim against the product by the customer noting usm arm moving in the opposite direction, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The isi fse identified that the master tool manipulator (mtm) finger clutch rubber was loose. Fse replaced the mtm arm. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: during the procedure (patient was involved), the usm arm moved in unintended direction and the issue could not be resolved by reseating the instrument/device. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical extraperitoneal with lymphadenectomy surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for assistance. The user stated that the movement of the universal side manipulator (usm) arm installed with an endoscope was inverted. The user added that the issue happened on all usm arms. Upon verification, the nurse stated that the camera was not rotating but the video rotates, the movement was not adjusted to the new view. Before calling in, the caller already reseated the endoscope and restarted the system, but the issue persisted. The isi tse requested the nurse to try to manually rotate the endoscope and found that it was very hard to rotate. Nurse indicated having only one endoscope and no further troubleshooting was performed. The procedure was continued with no patient harm and no delays.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator-right (mtmr) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint ¿finger clutch rubber loose¿. The mtm was analyzed, and the reported failure was able to be reproduced during visual inspection. The opto button assemblies will be replaced as a fix. The root cause is attributed to component failure. The complaint regarding non-intuitive motion of instruments was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.